Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented post-procedure, the new right ventricular lead had dislodged. Loss of capture, low r-waves, and variable pacing impedance were observed. The physician elected to extract and replace the lead and the patient was stable following.

Manufacturer narrative:
A complete lead was returned in one-piece measuring 64.7cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.